Event description:
The user facility reported that water was leaking from the washer door of their reliance synergy washer out onto the floor creating a 3'x5' puddle in front of the unit. No injuries, procedural delays/cancellations or property damage reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that with 3-4 level rack baskets the bottom of the washer door was not closing tight subsequently allowing water to leak out. The technician adjusted the basket stopper depth in the chamber, ran a test cycle and confirmed the unit was operational.